Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were observed exiting the tubing. Reportedly, the luer lock was not properly connected. The customer's blood glucose level was 200 mg/dl. The customer reconnected and tightened the luer lock connection and drops were observed exiting the tubing.